Event description:
A customer contacted baxter's technical service center to request assistance draining off some fluid with the homechoice (hc) machine in the dwell 2. The home patient (hp) stated that she was feeling too full and experiencing shortness of breath and discomfort. The fill volume was reported to be 2000 ml. The technical service representative (tsr) assisted the hp to do a manual drain and removed 205 ml. The hp was then back in the dwell cycle. The home patient's nurse was made aware of this issue and reported that this home patient (hp) had recently returned from vacation at the time of this event. The hp had gained approximately 2 kg over a span of 2 to 3 days. The nurse added an exchange to the hp's therapy in order to remove excess fluid. During the hp's visit to the clinic, the nurse stated she was not showing any signs of edema. The hp's fill volume was also reduced to 1800 ml. During a follow up with the hp, it was determined that the initial drain alarm set point on her hc machine is 600 ml, the last fill volume is 1000 ml, and the dextrose setting is dex=same. From this information, it is possible that the hp did not fully drain out their last fill volume at the beginning of therapy. Additional fluid left in the peritoneal cavity from a previous therapy session could cause the hp to feel too full after receiving a complete fill. The hp stated that after the 205 ml was manually drained with the assistance of the tsr, she did not feel any more discomfort and therapy continued as usual. The hp informed that she has not had any problems with therapy recently and feels there is nothing wrong with her hc machine. She did not wish to return her hc machine and have it evaluated by baxter. The exchange that was added by the nurse in addition to lowering the hp's regular fill volume to 1800 ml have resolved this issue for the hp. There was no patient injury or medical intervention indicated by the hp or her nurse in this report.

Manufacturer narrative:
The home patient indicated she did not wish to return her homechoice machine and have it evaluated by baxter.